Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the physician that on (B)(6) 2015 the patient was returned to the or for tamponade. No active bleeding was found; only old blood clots that were removed. At some point in time the patient¿s systolic blood pressure was very low at 30mmhg for a duration of 45 minutes. It was also noted that the patient¿s right ventricle was very dilated. Post-operatively the patient experienced unspecified neurological problems and was diagnosed with a cerebral injury. Based on the patient¿s severe medical situation, it was decided to stop support as it was not an option to continue the treatment. The patient expired on (B)(6) /2015. The cause of death was noted as cerebral injury. The physician reported that the patient was comatose due to long term hypotension caused by cardiac tamponade on (B)(6) 2015 after lvad implantation earlier that week. The patient expired due to neurological damage that was not lvad related. It was reported that the pump was functioning within the required parameters. The estimated flows were approximately 5 liters per minute. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the patient's outcome could not be conclusively determined. The instructions for use lists bleeding, stroke, neurologic dysfunction, and right heart failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications.

Manufacturer narrative:
(B)(4). The pump was not explanted and is not available for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.